Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported that the cause for the inability to aspirate the catheter was the catheter was severed. No further complications were reported or anticipated.

Manufacturer narrative:
H3: analysis of the catheter revealed catheter body; broken. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a device manufacturer representative on 2019-nov-26. It was reported that the catheter was replaced. No further complications were reported.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. It was reported that yesterday (B)(6) 2019 the healthcare provider (hcp) encountered a large volume discrepancy. They were expecting 2cc but got back 24 cc. They decided to perform a dye study and were unable to aspirate. No patient symptom was reported. The pump was currently administering baclofen with concentration 2000 mcg/ml at a dose rate of 2051.6 mcg/day.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 24-aug-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 1050 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. It was reported that on (B)(6) 2019 during the pump refill, the expected residual volume was 4 ml and the actual residual volume was 26 ml. The physician attempted a catheter dye study but was unable to draw back any fluid. Several attempts were made, and it was confirmed that the needle was in cap (catheter access port) via fluoroscopy. There were no environmental, external, or patient factors that may have led or contributed to the issue. No patient symptoms were reported. The issue was not resolved. It was indicated that the hcp had no further information regarding the event and at the time of the report, it was unknown if surgical intervention was planned. The patient status was reported as ¿alive ¿ no injury.¿ no further complications have been reported as a result of this event.